Manufacturer narrative:
This returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted that the header was firmly attached to the pg casing. All seal plugs were present; however, damage to the rv seal plug was observed. The rv set screw was stuck on the returned wrench (competitors accessory). Pin gauge testing, designed to verify proper port dimensions, was completed, and passed testing. Impedance testing was completed and all measurements were within normal limits. Additionally, there was no noise noted on the egm's. The device was put through rpt testing, and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Analysis concluded unintended user error, based on the reported clinical observations, which found the rv set screw stuck on a competitor's wrench. The typical reason for this issue is the use of an incorrect wrench.

Event description:
It was reported that during a follow-up, there was diaphragmatic stimulation observed during atrial pacing, and dislodgement was suspected. An x-ray confirmed dislodgment of the atrial (ra) lead, which is a competitor's device. A lead revision procedure was performed, and while unscrewing the atrial port, the setscrew from the pg became detached and was stuck on the wrench. There was no difficulty inserting or removing the wrench through the seal plug or while unscrewing the atrial port. A new competitor's pg was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that during a follow-up, there was diaphragmatic stimulation observed during atrial pacing, and dislodgement was suspected. An x-ray confirmed dislodgment of the atrial (ra) lead, which is a competitor's device. A lead revision procedure was performed, and while unscrewing the atrial port, the setscrew from the pg became detached and was stuck on the wrench. There was no difficulty inserting or removing the wrench through the seal plug or while unscrewing the atrial port. A new competitor's pg was implanted to complete the procedure. No additional adverse patient effects were reported. Please note: it is suspected that the field rep provided either an incorrect model number or serial number of the explanted pg. A request has been submitted to obtain further information.